Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies found.

Event description:
It was reported that during an implant attempt, the physician could not insert the ra lead into the atrial port. The physician attempted to move the set screw by turning it clockwise then counter-clockwise with no success. The device was not implanted. No patient complications were reported as a result of this event.